Event description:
It was reported that during x-ray examination, this right atrial (ra) lead was noticed to be dislodged and exhibited under sensing. It is suspected that the dislodgement occurred due to twiddler's syndrome. The lead was repositioned. This lead remains in service. No additional adverse patient effects were reported.